Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues related to the reported event were found. The ec was installed onto a golden system where error 307 was observed, replicating the reported problem. Error 31089 also appeared indicating a hardware issue. Based on these findings failure analysis has concluded that the obsolete system version is the potential root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after a power cycle had been performed a non-recoverable 307 fault had occurred. System logs indicate a 307 fault on the endoscope controller. The customer brought in the vision side cart from another da vinci system to complete the surgical procedure. The procedure was aborted to another dv system with no reported injury. Intuitive followed up but patient demographics is not available.